Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 3 retention samples and one control tube from bd inventory were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1211 rcf for 10 minutes, using an mse mistral 1000 centrifuge. All 4 tubes were found to have good gel separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes experienced poor barrier separation of sample. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer experienced "gel separator sitting a top plasma." Customer encountered two different pst tubes that after being centrifuge gel was sitting on top of the sample above the plasma causing recollects for the patients.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes experienced poor barrier separation of sample. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer experienced "gel separator sitting a top plasma." Customer encountered two different pst tubes that after being centrifuge gel was sitting on top of the sample above the plasma causing recollects for the patients.